Manufacturer narrative:
E1: name of the initial reporter is unknown. The device was returned for evaluation. The console logs from the reported day of event were mostly consistent with the complaint and show that although there were no entries on 2022-11-30, there were two controller error alarms on 2022-11-27, due to opm communication cdc invalid (1045), that were resolved within few minutes. Combined with data from long term and real time logs, the investigation was able to determine that the reported issue was a known pattern failure caused by a temporary loss of optical placement signal. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. The cause of the issue was not determined since the issue was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.